Manufacturer narrative:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to excise scar/skin overgrowth tissue. This report is filed (B)(4) 2013.

Event description:
Per the clinic, the patient experienced an overgrowth of tissue around the implant site as a result of keloid scarring. The patient was treated with steroid injections (type and amount not reported).

Manufacturer narrative:
(B)(4) implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains. This report is filed july 2, 2013.